Manufacturer narrative:
The device was returned to zoll medical; testing of the device was not able to duplicate the problem. Review of the device logs suggests the batteries used at the time may have caused the reported problem. However, this can not be firmly established since the batteries were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.